Manufacturer narrative:
The reported issue was confirmed. The device was found to have a flow rate accuracy of -15.13%, which is beyond the requirement of ±5%. The pump was re-calibrated and tested to meet all the specification on 07/29/2016. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that "the pump is not running at the correct rate, sometimes finishing the infusion early or late. Luckily it has not resulting in any patient issue or injury. "